Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion in the micu, the guidewire was found kinked. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Report that the guide wire kinked during insertion was confirmed. Returned were a guide wire, an advancer, and a dilator. No other components were returned. The customer also provided a photo of the guide wire. Follow-up with the customer stated that the guide wire was being used with the ars/introducer needle when it kinked. The returned guide wire was kinked at the 20 cm mark. A manual tug test confirmed that both welds were intact. The length of the guide wire measured approximately 60.2 cm. The length of the guide wire was consistent with the guide wire graphic. The outside diameter (od) of the guide wire measured 0.816 mm, which met specification of 0.788 - 0.826 mm per the guide wire graphic. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based upon the information provided and without a complete sample. No further action will be taken.